Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media absence of no delivery alarm. Customer¿s blood glucose level was 360 mg/dl. Customer advised they had a bent infusion set and the device did not alarm no delivery. Product will not be returning.